Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. During a procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath presented air bubbles upon aspiration. To address this issue, the device was replaced, and the procedure was successfully completed without any complications for the patient. The sheath was disposed.